Event description:
It was reported that the patient underwent a device exchange procedure. During the procedure, while removing the right ventricular (rv) lead, the left ventricular (lv) lead was dislodged. The lv lead was then explanted, and a new lv lead was attempted to be implanted. However, due to the patient's anatomy, the lv lead could not be implanted. Instead, a right ventricular left bundle branch pacing (rvlbp) lead was implanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead, specifically only the distal portion was returned in one piece. Final analysis didn¿t find any anomalies except for procedural damage.